Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, due to being discarded. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Concomitant medical products: 32673200501, liner std. 32 mm i.d. O.d. Size e use with hgpii 52 mm o.d. Shell, 94001210. Item # unknown, unknown stem lot # unknown. Item # unknown, unknown cup lot # unknown.

Event description:
It was reported that a surgeon had requested a custom implant for a patient. The hip revision took place 9 years post implantation due to pain, metallosis, elevated metal ions, pseudotumor, adverse local tissue reaction, and corrosion.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Reported event was confirmed by review of pictures. Pictures of the explanted metal head and poly liner showed black debris on the rim and inside of the taper. Blood was seen on the liner, two extraction marks were found on the rim. A part of the liner had discoloration. Review of the device history record for the head identified no deviations or anomalies would contribute to reported event. A definitive root cause cannot be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.